Event description:
It was reported that the patient underwent posterior and lateral fusion at l4-5 and l5-s1, and posterior interbody fusion at l4-s1 using carbon fiber cage with mastergraft matrix and rhbmp-2/acs on (B)(6) 2010. Patient now suffers from chronic/severe pain, burning in left thigh and down leg into toes, right side pain, muscle spasms, and buttock pain. Patient reportedly must use a cane and states pain is worse than before surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2010, the patient presented with pre-op diagnosis of l4-5 <(>&<)> l5-s1 disc herniation with instability and discogenic disease. The patient underwent following procedure ; l4-5 right sided discectomy and decompression of the central canal , and subtotal laminectomy; l5-s1 right sided discectomy; l4-5 <(>&<)> l5-s1 posterior and lateral fusion; l4-5 <(>&<)> l5-s1 posterior interbody fusion; implantation of carbon fiber cage to the l4-5-s1 interspace; segmental instrumentation using screw rod set l4,l5,s1; harvest of local graft; bone graft rhbmp-2 application to the posterolateral gutters , not in the cage. Per op notes, ¿.. The surgeon pack bone graft wrap with rhbmp-2 using a large kit into the decorticated lateral gutters , first on the left then the right ¿ and inserting cage packed with local graft . The surgeons then approach l5-s1 in a similar manner on the right side and followed the same sequence to insert a cage at l5-s1¿.¿ on (B)(6) 2010, the patient was discharged for home.